Manufacturer narrative:
(B)(4). Medical devices: articular surface size cd 10 mm height catalog#: 00596203010 lot#: 62742008; inset all poly patella standard size 26 mm diameter 7.5 mm thickness cemented catalog#: 00597206526 lot#: 62862195; stemmed tibial component precoat size 3 catalog#: 00598003701 lot#: 62827745. Foreign source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty without definite hardware failure. Possible subsidence of the femoral component. Device history record was reviewed and no discrepancies were found. Review of complaint history for the femoral implant found no additional related issues for this item and the reported part and lot. A definitive root cause of the femoral implant subsidence cannot be determined. However, based on the review of the nursing group, the infection was not related to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision six years post implantation due to infection and femoral collapse. Attempts to obtain additional information have been made; however, no more is available.